Manufacturer narrative:
Issue identified during product analysis. H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed extended self test (est) and displayed an "inspiratory autozero solenoid not operational" message. The device was available for evaluation. Service personnel (sp) inspected the ventilator, confirmed the reported issue and based on the est code, replaced the inspiratory flow module (ifm) printed circuit board assembly (pcba). The unit passed all calibrations and tests per manufacturer's specifications at the time of service. One ifm pcba was returned to medtronic for analysis. A visual inspection of the returned pcba was conducted, and no anomalies were observed. The ifm pcba was attached to the test ventilator and powered up. The unit failed the pressure build timeout during calibration and the circuit pressure test portion of est. On ventilation mode, after approximately 20 minutes, the unit went into backup ventilation (buv). Analysis identified that the auto zero solenoid(so1) on the ifm pcba was faulty. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter buv. The cause of the reported event was isolated to a faulty so1 on the ifm pcba. A review of the contract manufacturer (cm) / original equipment manufacturer (OEM) assessment indicates the product was released meeting all quality release specifications at the time of manufacture. The event is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator failed extended self test (est) and displayed an "inspiratory autozero solenoid not operational" message. The ventilator was not in use on a patient at the time of the reported event.